Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced all integrated multisensor technology (imt) bulk fluids, primed the imt system, recalibrated the imt, and ran quality controls (qc), which resulted within acceptable limits. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the imt probe, checked all imt tubing, auto-aligned the imt probe and imt module, and power flushed the imt module. The cse ran a quick check on imt the probe and module and a diluent check, which passed. Quality controls were run, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on patient samples on a dimension vista 1500 instrument. Quality controls also recovered high out of range. Some of the results were appropriately flagged with error "e142", indicating a problem with the test request occurred at the measurement step. Per the dimension vista system operator's guide, if the error is obtained: "the result cannot be reported. Rerun the sample." The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. Corrected results were reported to the physician(s). It was also discovered that elevated chloride results were obtained on some patient samples, however, the customer does not use the dimension vista instrument for patient cl result reporting; therefore no cl results were reported for these patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant results.